Event description:
It was reported that the doctor was doing a dilatation procedure. After he had inflated the balloon to do the dilatation and deflate it, he proceeded to retrieve the catheter through the introducer. The balloon stayed jammed in the introducer. He had to take the introducer out of the pt and use another introducer to finish the case. There was no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. Upon inspection of the returned sample, the catheter tip was inserted through the introducer with approximately 4mm of the balloon tip visible at the distal end. The balloon tip appeared to have a couple of small bulbous wings. The introducer tip appeared flared around the balloon. The introducer shaft to hub measured approximately 25cm. The catheter shaft exhibited a kink at the proximal end of the introducer. Attempted to insert an in-house .035 inch guide wire. Some resistance was met, but was able to achieve full patency. Soaked the catheter and the introducer in a warm water bath. Through manipulation, was able to push the catheter out of the introducer distally. The balloon was covered with blood. Inflated the balloon with water to purge out any air in the balloon, then drew a vacuum to prepare for removal. The balloon folded down to 3 folds. Attempted to remove the balloon from the returned introducer and was unable to as resistance was met once the balloon tip reached the same location it was at, as received. The distal tip of the balloon was still bulbous. Pushed the balloon catheter distally through the introducer and soaked for a few minutes. Removal from the introducer was again attempted and with some force was able to remove. Attempted to introduce the balloon into an in-house 6f introducer. Was able to insert, inflated the balloon to 9atm rated burst pressure, held for approximately 30 seconds, deflated the balloon, and withdrew through the introducer with no resistance. An attempt to re-insert the balloon into the returned introducer was unsuccessful. The result of the investigation was confirmed for difficult to remove from the introducer that was returned, root cause unk. However, was unable to re-create failure with an in-house 6f introducer.